Event description:
One device was returned for repair with complaint that device alarms cassette not attached properly. There was no patient involvement, and no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection confirmed the customer concerns. The downstream occlusion (dso) seal was delaminating. Functional testing revealed a faulty upstream occlusion (uso) sensor. The uso sensor and dso seal were both replaced.